Event description:
Related manufacturer reference number: 2017865-2021-36159. It was reported that the patient presented in clinic. Device interrogation revealed that the patient had a high capture threshold and high pacing impedance on the pacemaker and the right ventricular(rv) lead. The patient experienced syncope during interrogation. On (B)(6) 2021, the physician elected to explant and replace the pacemaker and cap and replace the rv lead. The patient is recovering after the procedure.